Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly. The catheter was returned, and analysis found no significant anomaly (a tear in seal near guide ring of the sutureless connector). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2 mg/ml for a total dose of 1.0012 mg/day and bupivacaine 30 mg/ml for a total dose of 15.018 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported persistent lumbar site seroma. The patient was unable to be in the supine. The patient was advised to apply pressure to the site. On (B)(6) 2020 the patient report the site had a minor/small opening with some minimal clear fluid leaking. The patient was stated on keflex and advised to apply pressure to the site and keep it dry. The outcome of the event was unresolved at time of study exit/death/study closure. The clinical diagnosis was lumbar site seroma. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was (B)(6). The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient died on (B)(6) 2020. It was noted that the death was not related to device, procedure, or therapy. No further complications were reported.